Event description:
It was reported by service report that the both the head and foot end brakes are not working on the stretcher located at the jail clinic. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Eval results: drive link assembly.